Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial sizer mbt plate is cracked in two, it was found on clean up. No impact on case, product was not used.

Manufacturer narrative:
Additional narrative:  product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned view plate confirmed the reported event of device breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.